Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 427 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and resolved the occlusion issue by changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.